Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 96 mg/dl at the time of the call. The customer stated that they think that the insulin pump was delivering 30% more insulin. The customer was assisted with troubleshooting and the insulin pump passed the displacement test. The customer stated that they were no longer concerned with the no delivery.